Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the omni post 10244 has defective internal clamp components which wear out prematurely over a two to four month time period. This causes the entire omni system to slip and rotate during surgery. The retractor blades begin to move during the operation. No harm to patient.

Manufacturer narrative:
On 3/29/27 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - evaluation verified customer information as valid. Device failed dimensional and functional checks. Device shows normal wear and tear on outside, but when disassembles excessive wear is obvious. Cam is visually bent and there are wear marks on .500 dia indicating over use. Cam body has visual wear marks from excess handle throw. Peek cam bolt bushing .390 internal diameter is visually worn on throw side. Device history evaluation - device history record reviewed for this product ID a total of 40 manufactured in 2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Conclusion: in summary the end users reason for return was verified the most probable cause could be use error. Please note that a CAPA has been issued to further investigate this reported failure.